Event description:
Nursing staff were using a temporary pacer on a patient when the unit unexpectedly and suddenly shut off. Staff changed the batteries, replacing the cardinal health batteries in the unit with another set of fresh cardinal health batteries, but the unit still would not turn back on. Staff then obtained a set of med cell batteries and were able to get the device to run without difficulty. There was no harm to the patient. Biomed was contacted and evaluated the device as well as the batteries in question (both cardinal and med cell). The pacer was determined to be in full working condition. However, biomed did note that on the 9.7v cardinal health battery that the negative terminal was slightly depressed, and the overall terminal height (47 mm) was 1.0 mm less then the med cell (48mm). This could possibly have caused the battery to not have proper contact with the pacer's terminals. As a result of this event, we have removed all cardinal health batteries from nursing departments that have temporary pacers and replaced them with med cell batteries. Clincal inventory and equipment distribution as well as biomed departments have removed cardinal health batteries from our list of available equipment to purchase. Nursing managers have educated staff on their units that only med cell batteries should be used in these devices.======================manufacturer response for temporary external pacemaker, temporary pacemaker (per site reporter).======================we have not had a response from the manufacturer as of filing this report.